Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion set's leakage event from 10-apr-2024 to 26-apr-2024 the infusion set was in use for 2 day. The leak was at site. The blood glucose level was 350 mg/dl. No further information available.

Manufacturer narrative:
Initial and final (B)(4). Device 2 of 4.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - b)(4) - MDR 3003442380-2024-11055. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6004239 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the codeleakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on reference samples, 10 samples out 10 samples passed the test. Batch review the lo 6004239 was manufactured according to the document version 108 on the packing process in the machine 7, on 17/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.